Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-09164; 2938836-2020-09165. It was reported that complete system was explanted due to pocket infection. The physician did not allege that the device or any related procedure contributed to infection. The patient was stable before and after the procedure.